Event description:
The external pulse generator was returned to the company service department with no information except "not broken" and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found the battery cartridge, upper and lower case and two side bail covers broken, as well as two side bails and ring bent.